Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (sweden) stopped receiving effective therapy over time. Imaging revealed lead migration had occurred. As a result, the patient's lead was explanted and replaced via surgical intervention. Surgical intervention resolved the patient's issue.